Event description:
Customer reported that their pump screen was dark and wouldn¿t turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved to replace the pump, confirmed the warranty status, and arranged for shipment of a replacement. Customer was instructed to use multiple daily injections as a backup insulin therapy.